Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name. Heartware® ventricular assist system -battery. Serial: (B)(4). Device available for evaluation: yes - returned to manufacturer 04-sep-2017. Device evaluated by MFR: yes. Device manufacture date: 22-feb-2016. Brand name. Heartware® ventricular assist system -battery. Serial: (B)(4). Device available for evaluation: yes - returned to manufacturer 23-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 21-feb-2016. Brand name. Heartware® ventricular assist system -battery. Serial: (B)(4). Device available for evaluation: yes - returned to manufacturer 21-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 22-oct-2015. Brand name. Heartware® ventricular assist system -battery. Serial: (B)(4). Device available for evaluation: yes - returned to manufacturer 15-aug-2017. Device evaluated by MFR: yes. Device manufacture date: 12-feb-2016. It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: bat214932 - battery / catalog number 1650de / expiration date: 28feb2017. No, product not received - not returned to manufacturer. (B)(4). Bat215025 - battery / catalog number 1650de / expiration date: 28feb2017. No, product not received - not returned to manufacturer. (B)(4). Bat210111 - battery / catalog number 1650de / expiration date: 31oct2016. No, product not received - not returned to manufacturer. (B)(4). Bat214669 - battery / catalog number 1650de / expiration date: 28feb2017. No, product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller was changing between power ports before the connected batteries were at a 25% capacity. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.